Event description:
In a laparoscopic gallbladder operation, a stone was seen in the bile duct causing obstruction. In order to bypass this, I used the fennel stent. When removing the stent delivery catheter, two metal markers fell off into the bile duct and could not be retrieved. This has happened once before and a report made.